Event description:
A patient rpeorted experiencing inaccurate low results with a meter. The patient's blood glucose results were 158 lab vs. 119 mg/dl. Tests were done within 11-20 minutes with a difference of 25%. Patient did not experience any adverse events. No further information has been reported.